Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. 886671) for female sterilisation. The patient had a medical history of parity 3, multi gravida, chest pain, myalgia, joint pain, skin hypoaesthesia, dyssomnia, anxiety disorder, panic attack, migraine and cough. The patient had a family history of breast cancer, ovarian cancer, cervical cancer and colon cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2732 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: moderate pneumoperitoneum, large soft tissue air, and trace pelvic free fluid, likely due to recent laparoscopic surgery. 2. Right femoral osteonecrosis and mild right hip osteoarthritis [pathology test] on (B)(6) 2018: final pathologic diagnosis a: cervical liquid-based pap - negative for intraepithelial lesion or malignancy. Endocervical/transformation zone component present. Fungal organisms morphologically consistent with candida spp. Hpv result: positive; on (B)(6) 2021: right fallopian tube containing a metallic coil, measuring 5.5 cm in length with an average diameter of 0.5 cm. B. Left fallopian tube containing a metallic coil, measuring 5 cm in length with an average diameter of 0.7 cm. Specimen(s) received: a: tubal ligation - right fallopian tube b: tubal ligation - left fallopian tube [x-ray] on (B)(6) 2021: impression no acute fracture or dislocation. Sclerosis in the right femoral head may again represent avascular necrosis. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received :lot number added, reporters information patient medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2732 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. 886671) for female sterilisation. The patient had a medical history of parity 3, multi gravida, chest pain, myalgia, joint pain, skin hypoaesthesia, dyssomnia, anxiety disorder, panic attack, migraine and cough. The patient had a family history of breast cancer, ovarian cancer, cervical cancer and colon cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2732 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: moderate pneumoperitoneum, large soft tissue air, and trace pelvic free fluid, likely due to recent laparoscopic surgery. 2. Right femoral osteonecrosis and mild right hip osteoarthritis. [Pathology test] on (B)(6) 2018: final pathologic diagnosis. A: cervical liquid-based pap - negative for intraepithelial lesion or malignancy. Endocervical/transformation zone component present. Fungal organisms morphologically consistent with candida spp. Hpv result: positive; on (B)(6) 2021: right fallopian tube containing a metallic coil, measuring 5.5 cm in length with an average diameter of 0.5 cm. B. Left fallopian tube containing a metallic coil, measuring 5 cm in length with an average diameter of 0.7 cm. Specimen(s) received: a: tubal ligation - right fallopian tube. B: tubal ligation - left fallopian tube. [X-ray] on (B)(6) 2021: impression. No acute fracture or dislocation. Sclerosis in the right femoral head may again represent avascular necrosis. Lot number: 886671 manufacture date:2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2732 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.